Manufacturer narrative:
Physio-control determined that the main keypad was worn, which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. The customer swapped devices at the scene. This issue is patient related; however there was no adverse patient outcome.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. The customer swapped devices at the scene. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
The customer provided patient details. Section a and b have been updated as applicable.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the power button required to be pressed very had and for a long period to power on. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. The customer swapped devices at the scene. This issue is patient related; however there was no adverse patient outcome.